Event description:
In 2005 - a dental implant was placed in tooth location # 29. Subsequently the pt was experiencing pain. A week later the implant was removed from the pt's mouth. Six weeks later - the clinician was contacted. He stated the implant was removed because of pain. The pt was last seen about a month earlier and is doing very well. The pt has three implants in the maxilla and they are doing well.